Event description:
The patient's system was explanted due to mrsa infection. The physician believes that the infection was caused by a weakened immune system due to patient's use of steroids to treat other health issues. The patient is being treated with medication for the infection.